Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va05gp1, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v745828, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 3888-45, serial/lot #: va05gp1, ubd: (B)(6) 2016, UDI#: (B)(4); product ID: 3888-45, serial/lot #: v745828, ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. There were charging issues. The patient reported having charging difficulty and they have to press the antenna hard and deep into their skin in order for communication and charging to occur. The rep met with the patient on (B)(6) 2018 to assist with charging and the battery had been overdischarged. Their last charging session was in (B)(6) 2018 and they attempted to charge again in (B)(6) 2018. The patient noted losing weight and gaining muscle since implant. They are busy and do not have time to sit down and press the antenna hard into their skin for a long period of time in order to charge. The rep tried to read the patient¿s ins with the physician programmer but could not read. The recharger screen kept showing the reposition antenna message and would not connect to the ins after multiple antenna repositionings. They pressed the green start charge button with no response from the battery. The rep also tried to charge the battery with another recharger but got the same position antenna message. The rep used the antenna locator feature with no luck charging. Then a physician charging session was initiated. The patient only charged 15 of the 60 minutes and had to leave. The patient did not have time to complete the 60 minute physician recharging session- only 15 of the 60 minutes completed. The patient stated that they have an appointment within the next two weeks with their pain doctor and would discuss the charging/battery with them at that time. The rep would inform the provider on (B)(6) 2018 and would also find out the exact appointment date/time for appropriate follow up. The rep would follow up and have an update for the report by (B)(6) 2018. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information received from the representative and the consumer. The patient reported that their implant wasn't working and that after a couple of hours with the local clinician it still wasn't working. The representative reported that the patient wanted to speak to their doctor about possibly replacing their ins with a newer model. The patient was going to see the doctor on (B)(6) 2018. No further complications reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had an appointment with a healthcare professional (hcp) on (B)(6) 2018. The rep stated they called the patient on (B)(6) 2018 with no answer, so they left a message for the patient to call them. The rep followed up with the doctor¿s nurse on ¿(B)(6) 28¿ and they read the doctor¿s note from the (B)(6) appointment and nothing was mentioned about their implantable neurostimulator nor charging. The rep stated that no surgical intervention was planned at this time. The patient was scheduled to meet the rep on (B)(6) 2018 to address the overdischarge and try another physician recharge. They stated that the patient had to reschedule. The rep asked the patient to meet them on (B)(6) 2018 at 10 am. The rep was still waiting on a response from the patient to confirm the meeting time. The rep stated that an hcp and their nurse were aware of the overdischarge. They stated that once the patient confirmed the meeting time, they would update the physician¿s office. No further complications were reported. Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the patient cancelled their (B)(6) 2018 meeting to perform a physician mode reset (pmr). The meeting was rescheduled for (B)(6) 2018 at 8:30. The rep would provide an update after the meeting. Additional information was received from the rep on (B)(6) 2018. The rep met with the patient on the day of the report to perform a pmr) to their depleted ins. The rep used the antenna locator feature to assist with coupling and then initiated the pmr. At the end of the 60 minutes, the ins was able to do a normal recharge. Once the battery had enough charge, they were able to clear the power on reset (por) with their physician programmer. After doing so, the patient was able to resume therapy. The healthcare professional (hcp) has been updated. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep was contacted by the patient via email stating that they cannot get their battery to charge again. The rep replied asking them about their charging practices and if they let the battery go empty again. The patient also stated that they are concerned that their leads might have migrated due to their swimming exercises, because they now say that their stimulation is painful. The rep also asked in their reply email if they felt that their areas of stimulation had changed and did the pain continue when turning the intensity down? The rep told the patient that they would meet with them to assist with them with recharging and also try some reprogramming if they are able to achieve a successful recharge. The rep also told the patient that if they are concerned about the leads moving, then they should contact their physician and get an x-ray for confirmation. The rep would wait for the patient¿s response and would schedule a meeting time with the patient next week. The rep would also inform the physician next week. Additional information was received from the rep on (B)(6) 2018. The rep indicated that they spoke with the patient on (B)(6) 2018 to follow up on their (B)(6) 2018- call. On (B)(6) 2018 the rep called the patient to follow up on the email they had sent the rep. The patient stated that they had charged the ins 4-5 times since last meeting and then they did not use it for 1 week. When they stopped using it, it had an 80% charge. The patient did say that the battery had not been empty for over 30 days. The patient stated that they stopped using it because the stimulation was concentrated to one area and was very uncomfortable, and they are also concerned that the leads have moved. The patient tried adjusting their parameters and intensity with no change in discomfort. The rep told the patient that they would meet with them to help troubleshoot (charge, check for impedances, and possible reprogramming). The patient said that they were going to attempt to recharge and let the rep know the progress. After this call with the patient on (B)(6) 2018, the rep spoke with the healthcare professional (hcp) nurse who informed the rep that the patient has an upcoming appointment on (B)(6) 2018 at 9am. During a follow up call on (B)(6) 2018, the patient stated that they was able to recharge the ins, but has not turned it back on. The rep asked the patient if they would like me to meet with them but the patient stated that they wanted to wait until her appointment on (B)(6) 2018 so they could see if the leads had moved. The rep would meet the patient at this appointment and provide further follow up when information is available. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018 indicating that they met with the patient on (B)(6) 2018. The patient had their appointment on (B)(6) 2018 with their physician. The patient did not get weighed at the appointment so their weight at the time of the event remains unknown. The patient had their ins battery fully charged for the appointment but stated that it took 6 hours to charge. The x-ray showed that their epidural lead had come down one level to t10. Reprogramming of the epidural lead was attempted, but they could not get coverage in their low back. The patient had no painful stimulation associated with this lead. Their physician has ordered a consult with another provider for a possible paddle lead insertion. The provider believes that with the patient¿s active lifestyle, a paddle lead will be their best option. The patient believes that their physical activities and swimming might have caused the lead to come down. The uncomfortable stimulation was not resolved. In addition to the 977a260 epidural lead, the patient has two 3888-45 pisces quad leads. When testing the pisces leads, the patient felt stimulation at very low intensities and stated that the low intensities (0.0- 2.5) were ok and that any higher was uncomfortable ¿biting¿. De pending on which lead was being tested and which electrodes were being used on that lead effected the stimulation they felt. When changing leads and electrodes, the concentrated areas of stimulation changed. An impedance check was done for all electrodes and all were out of range except for 1 electrode. The healthcare professional (hcp) is fully aware of the patient¿s case and is sending the patient to another physician for a paddle lead consult. The physician discussed replacing the existing leads with a paddle lead and also replacing the ins battery. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-11. On 2018-(B)(6) at 8:20am the patient had an appointment with their healthcare professional (hcp) for their paddle lead consult. Per the patient, the hcp stated that their leads had moved a lot and that is why they couldn¿t get the stimulation where they needed it. The provider told the patient that a paddle lead would work well for them with their active lifestyle. The patient said that the hcp believes they need a spinal fusion. Before they make a decision to proceed with the fusion or paddle lead, the doctor would like to remove the current ins and leads so the patient can get an MRI. No surgical intervention has been scheduled yet. If the scs gets removed, the rep will make sure that the provider and surgical staff are aware that the components will be sent back for analysis. The cause of the impedance issue may be due to the leads migrating, but the rep was not sure. All of the impedances were high when checked. Once more information is available, the rep would update the report. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-21 indicating that the patient had their replacement on (B)(6) 2019 and the removed devices were discarded. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-08. The patient is scheduled for a lead revision and new battery on (B)(6) 2019 at 3pm. No further complications were reported/are anticipated.